Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from dislocations. Bilateral doi: (B)(6) 2010; dor: (B)(6) 2011; (right side). Doi: (B)(6) 2003 - dor: (B)(6) 2010; (left side). Patient is a resident of (B)(6). Update 10/4/2013- pfs and medical records received. Part/lot was provided. The correct doi for the right side was provided. The correct dor for the left side was provided. Revision operative notes indicated that the patient was revised on the right side due to pain and a fractured liner. There is no new additional information that would affect the existing MDR decision. Medical records are attached for further review. Update ad 23 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets.  In addition to what were previously alleged, ppf alleges infection requiring antibiotics, dislocation with closed reduction and loosening of the cup. Added cup, screw and head to the impacted products as they were removed during the revision surgery. The stem was added to the impacted products to addressed the alleged infection. Doi: (B)(6) 2002 (cup, screw, stem); doi: (B)(6) 2005 ( liner and head). Dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient). Corrected: h6 (device). No code available (3191) is used to capture surgical intervention.